Event description:
A customer reported a malfunction on their pump. There was no reported information about the customer¿s blood glucose levels exceeding 500 mg/dl. Technical support provided assistance and information on resetting the pump, which successfully resolved the issue as the malfunction did not recur.